Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump was black. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were not able to saw the screen very well. Customer stated that the drive support cap was indented. Customer stated that the screen was dim on main menu. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify led anomaly and missing segment or partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked case display window corner.